Event description:
The following was reported by the patient: it was alleged that the patient was implanted with a composix kugel hernia patch in (B)(6) 2010, for ventral hernia repair. The patient underwent mesh explant on (B)(6) 2012, because the patch had "shrunk and ripped up abdominal wall." The patient had persistent pain following implant. Patient reports that a CT scan was done in (B)(6) 2012, which showed that the mesh "shrunk." The patient reports no significant change in weight since implant of the mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient alleges the composix kugel mesh "shrunk" and was removed. Currently, medical records have not been provided and no sample was returned for evaluation. Additionally, a lot number was not provided, therefore a manufacturing review is not possible. If additional information is provided a supplemental report will be submitted however with the currently available information, no conclusion can be drawn.